Manufacturer narrative:
A total of five valves were placed in the patient [1 x piv-v9, 4 x piv-v7) for a total of five related event reports filed separately associated with the same patient. This is a follow up report to medwatch#: (B)(4). As the patient recovered from pneumonia, the last two valves were removed. The patient was discharged from the hospital on (B)(6) 2020. H3 other text: device not returned to manufacturer.

Event description:
Svs valve placement procedure was performed at a (B)(6) site on (B)(6) 2017. A total of five valves were placed to occlude the right lower lobe; one 9 mm valve (piv-v9), and four 7 mm valves (piv-v7). On (B)(6) 2020, the patient contacted the study site with dyspnea, thoracic pain, and sao2 of 90%. The site recommended the patient see a doctor and have a chest x-ray performed. The patient went to his local hospital ER where sa02 was 81% and copd infection was observed. The patient was admitted to the hospital ICU for 7 days for acute copd exacerbation. Patient was intubated for 4 days, then under bilevel positive airway pressure (bipap) therapy. The event characterization was later determined to be related to pneumonia located in the valve-treated lobe (see descriptions below). On (B)(6) 2020, the patient was transferred to the improve study site and admitted into the ICU. Patient was intubated on mechanical ventilation. A chest tube was placed to remove large pleural effusion. A bronchoscopy was performed for microbiological cultures and to access the bronchial tree, particularly on the right lobe to evaluate for mucus plugging. It was determined that the condition could be managed leaving the valves in place. On (B)(6) 2020, the patient was successfully extubated. On (B)(6) 2020, the thoracic tube was removed, and condition improved as noted by chest x-ray. The patient was discharged from the ICU to the hospital ward. The svs valves were noted to be well positioned. On (B)(6) 2020, deterioration of the thoracic condition was observed. A scan was performed, and increased pneumonia observed in the right lower lob, despite antibiotics. The decision was made to remove the svs valves. Physician noted that the procedure was difficult due to coughing and only three (3) of five (5) svs valves were removed [one piv-v9 and two piv-v7]. It was determined the two (2) remaining valves could be removed at a later date based upon evolution of the infectious process. Due to the patient¿s condition (fatigue and deconditioning), the physician has decided not to remove the two (2) remaining valves [piv-v7]. The physician has determined that the event was associated with pneumonia in the valve-treated lung, possibly related to the svs valves. On (B)(6) 2020, the subject returned to ICU for gi bleeding. The gi bleed was determined to be unrelated to device and not related to the procedure. Information regarding cause of the gi bleed was not available at the time of this summary. On (B)(6) 2020, the physician confirmed that no signs of infection were seen on the svs valves, but there was clearly pus going out of the lobe after removal of the valves. Cultures of the secretions were done; however no cultures of the valves were performed. On (B)(6) 2020, the patient was discharged from the ICU and transferred to the ward. On (B)(6) 2020, the site confirmed that the gi bleeding was secondary to two bulbar ulcers identified via gastroscopy. It was confirmed this event was not related to the device or procedure. Both the pneumonia and the hemorrhage are ongoing, and the subject remains hospitalized. On 21 august 2020, additional follow-up information was received. As the patient's condition continued to improve the remaining valves were removed. On (B)(6) 2020 the fourth of five valves was removed. On (B)(6) 2020 the last valve was removed. Patient was subsequently discharged from hospital on (B)(6) 2020.

Manufacturer narrative:
A total of five valves were placed in the patient [1 x piv-v9, 4 x piv-v7] for a total of five related event reports filed separately associated with the same patient. Device remains implanted.

Event description:
Svs valve placement procedure was performed at a (B)(6) on (B)(6) 2017. A total of five valves were placed to occlude the right lower lobe; one 9 mm valve (piv-v9), and four 7 mm valves (piv-v7). On (B)(6) 2020, the patient contacted the study site with dyspnea, thoracic pain, and sao2 of 90%. The site recommended the patient see a doctor and have a chest x-ray performed. The patient went to his local hospital ER where sa02 was 81% and copd infection was observed. The patient was admitted to the hospital ICU for 7 days for acute copd exacerbation. Patient was intubated for 4 days, then under bilevel positive airway pressure (bipap) therapy. The event characterization was later determined to be related to pneumonia located in the valve-treated lobe (see descriptions below). On (B)(6) 2020 the patient was transferred to the (B)(6) study site and admitted into the ICU. Patient was intubated on mechanical ventilation. A chest tube was placed to remove large pleural effusion. A bronchoscopy was performed for microbiological cultures and to access the bronchial tree, particularly on the right lobe to evaluate for mucus plugging. It was determined that the condition could be managed leaving the valves in place. On (B)(6) 2020 the patient was successfully extubated. On (B)(6) 2020 the thoracic tube was removed, and condition improved as noted by chest x-ray. The patient was discharged from the ICU to the hospital ward. The svs valves were noted to be well positioned. On (B)(6) 2020 deterioration of the thoracic condition was observed. A scan was performed, and increased pneumonia observed in the right lower lob, despite antibiotics. The decision was made to remove the svs valves. Physician noted that the procedure was difficult due to coughing and only three (3) of five (5) svs valves were removed [one piv-v9 and two piv-v7]. It was determined the two (2) remaining valves could be removed at a later date based upon evolution of the infectious process. Due to the patient¿s condition (fatigue and deconditioning), the physician has decided not to remove the two (2) remaining valves [piv-v7]. The physician has determined that the event was associated with pneumonia in the valve-treated lung, possibly related to the svs valves. On (B)(6) 2020 the subject returned to ICU for gi bleeding. The gi bleed was determined to be unrelated to device and not related to the procedure. Information regarding cause of the gi bleed was not available at the time of this summary. On (B)(6) 2020 the physician confirmed that no signs of infection were seen on the svs valves, but there was clearly pus going out of the lobe after removal of the valves. Cultures of the secretions were done; however no cultures of the valves were performed. On (B)(6) 2020 the patient was discharged from the ICU and transferred to the ward. On (B)(6) 2020 the site confirmed that the gi bleeding was secondary to two bulbar ulcers identified via gastroscopy. It was confirmed this event was not related to the device or procedure. Both the pneumonia and the hemorrhage are ongoing, and the subject remains hospitalized. Valves were not returned; however the physician will be providing photographs to the manufacturer.